Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing on the atrial channel. It was observed that the device had a known history of yellow alerts related to out-of-range (oor) right atrial amplitude. Trend data showed variable atrial amplitudes, with occasional instances of oor measurements (less than 0.5). The atrial sensitivity has been set to automatic gain control (agc) at 0.25 mv (millivolts). This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.